Manufacturer narrative:
Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Occupation: reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a routine inspection of a tibia expert set from consignment on an unknown date, it was recognized that the connector for insertion handle and insertion handle were so tight that it was not possible to loosen. There was no patient involvement. This report is for a driving cap with handle adapter. This is report 1 of 2 for (B)(4).